Manufacturer narrative:
The pcb is made of flame resistant materials and covered with a metal shield, but excessive heat from the malfunction poses a risk of inhalation of smoke and/or harmful vapors from melted materials. The pcb board is not accessible to the user, and is grounded, reducing the potential for harm due to shock. Investigation for root cause is ongoing by sysmex corporation (B)(4).

Event description:
A user in (B)(6) reported observing smoke coming from the analyzer and immediately turned off the analyzer. No user harm and no negative patient impact was reported due to this event. The service engineer confirmed that the smoke was from charred components seen on the printed circuit board (pcb). The pcb is located under the right side panel in the upper rear corner of the instrument. The analyzer was replaced.

Manufacturer narrative:
Investigation by s-corp revealed that an unapproved peltier unit was installed on the pcb by the service engineer, taking the pcb out of specification. The peltier unit is responsible for heating and cooling electrical components. This unapproved peltier unit caused an increased temperature and overheating of the transistors and capacitors on the pcb, which caused the pcb to burn. A pcb with the correct peltier unit was installed to resolve the issue.